Event description:
During acom aneurysm coiling, a stryker target xl 360 soft detachable coil broke. Device remains in the patient. No patient harm.

Event description:
During acom aneurysm coiling, a stryker target xl 360 soft detachable coil broke. Device remains in the patient. No patient harm.